Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant attempt, the physician was unable to tighten the setscrew on the is-1 port. The device was discarded, and another device was successfully implanted. No patient complications have been reported as a result of this event.